Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that customer received a power source alert. There was no reported impact to customer's blood glucose. Reportedly, customer continued using pump for insulin therapy.